Event description:
It was reported that during a photo-selective vaporization procedure, the fiber stopped vaporizing effectively, as if the fiber had fractured. The fiber was removed from the patient body, and it was inspected. The fiber was reinserted in the patient, after inspection, but without success. The fiber was replaced to complete the procedure. The patient was reported to be in stable condition. According to media provided by the customer: the console displayed an error code 820 (roll call fault) at the time of fiber use. Also, the media evidence shows that fiber ambient green flashed at 0:03 minutes, indicative of overheating and fiberlife warning triggered. The metal cap appeared to be loosened and rotating, suggesting the adhesive breakdown of epoxy. The distal tip of the fiber appeared charred/black, and the glass tip appeared to be absent.